Event description:
On (B)(6) 2013, it was reported two screwdrivers broke during surgery. The surgeon was performing a one level fusion from l4-l5. During final tightening on the right side from l4-l5, the first screwdriver tip chipped off. The second screwdriver tip chipped off during tightening of the left side (l4-l5) as well. The surgeon retrieved all fragments and requested replacements. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The device was received and a manufacturing evaluation was performed. As received, the stardrive lobes were almost completely worn off for approximately 1mm of from the tip. This wear appears to be post manufacturing due to the difference in surface finish between the wear surface and the remainder of the tip. The remainder of the screwdriver is in good cosmetic condition with no significant items to note. The stardrive taper depth failed due to the extensive damage/wear to the lobes at the tip. The remaining features all measured within specification. This complaint is indeterminate from a manufacturing perspective as the stardrive taper depth could not be verified due to damage.

Manufacturer narrative:
Additional narrative: a product development event evaluation was conducted. The report indicates that the applicable technique guides and related literature ((B)(4)) were reviewed. The matrix spine system includes several alternative matrix t25 drivers besides the device reported. The surgeon uses a t25/6 mm hex coupling driver (received drivers) for screw insertion, final tightening and removal of the matrix locking caps. These technique guides included cautions and recommendations associated with tightening, loosening or removing locking caps (¿never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.¿).the received drivers show distal tip damaged. The respective tips are worn out and , some lobes are chipped. Without limiting the torque or using a handle with calibration out of specification, the user can generate enough torque to exceed the shear strength of the material. Off axis loading can also contribute to the failure of this driver. A review of the applicable drivers drawing (03_632_002/072 revision a) was performed. This drawing call out the appropriated dimensions, material (x15tn) and finishing processes for a successful device design. The device was found to be adequate for its intended use. The locking cap (04.632.000) dictates the use of this device. The u.s. Complaint history for this instrument 03.632.072 was reviewed from (B)(4) 2006 to (B)(4) 2014. During this time period, the history shows (B)(4) relative complaint parts with the same hazard (stripped/chipped/worn out). Based on the u.s. Sales of the locking cap ((B)(4)) and availability of reported driver (versus alternative drivers) for the same time period, the calculated occurrence rates is (B)(4).the risk analysis was also reviewed for the driver device (0000063288 version a11., line 121: torsional yield strength sufficiently exceeds necessary implant delivery torque -tightening). Per risk analysis this type of hazard has a severity of harm 3 and probability of occurrence 2 being the estimated occurrence rate (B)(4). Although the hazard is addressed, based on the occurrence rate of this evaluation, pd needs to review this document and determine if probability of occurrence needs to be revised. Based on the evaluation results, it is not clear how the confirmed condition was caused however the design of reported device was found to be adequate for its intended use. The disposition for this complaint from a design perspective is indeterminate. MFR date: unknown. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.